Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was unable to give them self a bolus as insulin pump did not allow them to rewind the customer¿s blood glucose was 302 mg/dl, 308 mg/dl at time of incident. Customer reports they do not feel okay to troubleshooting. Customer states insulin pump was alerting motor error. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states insulin pump alarm history contains more than one motor error alarm within a 30 day period. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime/a33 test and rewind anomaly due to loose drive support disk. Unable to verify motor error alarm due to loose drive support disk. Motor passed motor test.